Manufacturer narrative:
It was reported that the user experienced "disengaging of the tube and needle". This resulted in a second needle stick. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Tube detaching from needle.